Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's phone was charging the in restroom while the transmitter was in a separate room, which dexcom representative explained as a possible reason for the signal loss. Patient's smart device crashed, but upon reboot, connection was re-established. No additional patient or event information is available.